Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of lamp, the light was poor. The most probable cause of the failure was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the xenon light output was poor due to the lamp¿s expired life expectancy. There was no patient involvement.